Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited an impedance measurement of 120 ohms. Subsequently, the electrode was explanted and replaced with a new one. Besides surgical intervention, no other adverse patient effects were reported. Additional information: this product was returned, and patient consent for analysis of this device was received. This report is updated with the product investigation results.

Event description:
It was reported that this electrode exhibited an impedance measurement of 120 ohms. Subsequently, the electrode was explanted and replaced with a new one. Besides surgical intervention, no other adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
This device was returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that this electrode exhibited an impedance measurement of 120 ohms. Subsequently, the electrode was explanted and replaced with a new one. Besides surgical intervention, no other adverse patient effects were reported.